Manufacturer narrative:
Pending evaluation concomitant device(s): 300-10-15 - equinoxe replicator plate 1.5mm o/s: 5393485 . 300-30-07 - equinoxe preserve stem 7mm: 5697830 . 310-02-41 - equinoxe, humeral head tall, 41mm (alpha): 5504574.

Event description:
As reported by the equinoxe shoulder study, the patient had an initial right tsa on (B)(6)2019. The patient presented on (B)(6) 2021 with disassociation of polyethylene. Patient had increasing right shoulder pain. X-rays showed interval poly disassociation from her glenoid component. The case report form indicates that this event is possibly related to device and/ to procedure. Outcome is resolved by revision on (B)(6) 2021. No device return anticipated due to being a clinical trial study. Ebi initial surgery attached.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were corrected: h6 - clinical code and medical device problem code. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.